Event description:
Physician attempted to deploy a 2.25x18mm endeavor resolute drug eluting stent. Target lesion was in the proximal lad. Lesion had severe tortuosity, severe calcification and 99% stenosis. Lesion was pre-dilated with a 1.5x15mm balloon to 12 atm. Physician encountered resistance when advancing the device but did not use excessive force. Stent could not cross the lesion and was withdrawn from patient. Upon removal stent deformation was noted. Physician feels that deformation was caused because of difficult lesion morphology. No patient complications were reported. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology, severe tortuosity, severe calcification and 99% stenosis). No results available since no evaluation was performed (device or procedural images were not returned for review) evaluation conclusions: inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology, severe tortuosity, severe calcification and 99% stenosis). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Manufacturer narrative:
Evaluation results: deformation problem (stent deformed).

Event description:
Evaluation summary: the device was returned for analysis. The 8th distal segment of the stent was damaged, the struts were raised and stretched.